Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 600 mg/dl. The patient treated via insulin pump bolus and manual insulin injection. The patient's blood glucose at the time of call was 342 mg/dl. It was discovered that the infusion set was bent. Troubleshooting was declined for the bent cannula; the customer was currently changing the infusion set. No products were returned for analysis.